Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with the right ventricular lead exhibiting high capture thresholds, as well as unstable high voltage impendence values. The lead was capped on (B)(6) 2019. A previously inactive pacing lead was found to be functioning normally and was used as a replacement. The patient¿s condition was stable.